Event description:
It was reported that a boston scientific representative called from the or department at the hospital, for a patient with history of syncope episodes, resulting in a lead replacement procedure. Several attempts to obtain the manufacturer and model _serial number of the lead have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a boston scientific representative called from the or department at the hospital, for a patient with history of syncope episodes, resulting in a lead replacement procedure. Several attempts to obtain the manufacturer and model_serial number of the lead have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted. New information was received indicating that the right ventricular (rv) lead, was manufactured by boston scientific, and resulted in rv lead being surgically capped/abandoned (i.e., it remains implanted but is no longer in service). The boston scientific representative made several attempts to obtain additional information from the hospital but was not able to get any new information.